Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to an urgent care center and was diagnosed with a skin infection at the pod's infusion site. The patient stated that the site was very hot to the touch, swollen, red, painful and discharging pus. For treatment, the patient was given an antibiotic shot and a prescription for oral antibiotics (patient was unsure of name). The pod was worn between 36 and 48 hours on the leg. The patient reported she had been at the beach, and it was possible sand, and water could have gotten under her adhesive pad and on the infusion site. The patient reported resuming insulin pump therapy with a new pod. The pod was discarded.